Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units autofill failure while attempting to put unit on a patient.  No death or injury attributed to the failure.  Unit was swapped with another cardiosave.

Manufacturer narrative:
Corrected data: b3, e3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found kinked/pinched tubing, repaired a kinked/pinched tubing in the pim, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.